Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the bx channel was found leaking due to an internal cut. The light guide cover glue was peeling, and the switch camera was intermittent. The device was aerated, and no other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported that black oil was coming out of a gastrovideoscope during a procedure. The problem was first noticed at the end of an endoscopic ultrasound. There was no patient harm or injuries reported. The intended procedure was completed with the same device. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that external force was applied to the distal end. Due to damage (scrapes) caused by repeated insertion and removal of the brush/accessories, an air leak occurred on the instrument channel.